Event description:
Revision surgery - due to the pt having hip pain. The x-ray shows radiolucent lines indicating a loose stem. The surgeon removed the stem and implanted a cemented stem, the cup was good. He changed out the liner to a size 28mm liner. The stem and head were replaced with smith and nephew components.